Event description:
Patient went to the or on saturday for erosion of gastric band w/ gastric leak. The staff left a hand written note on staple product asking for the product to be replaced because a new one needed to be opened. I spoke with the surgeon the following week. He used the multifire autosuture endo gia universal 030449 stapler. The devices can be used with multiple staple reloads. He stated he used the device two or three times without any concern/issues. He states he tried to use it again, and when he squeezed the gun it sounded funny ("popped" sound) and it felt funny. He no longer trusted it for a safe staple line. He asked for a new gun to finish the surgery with. The patient has suffered multiple problems since coming in with this band erosion leak.